Event description:
The regional repair center (southend) was informed by the endoscopy technician at the user facility that the returned evis lucera elite colonovidescope reportedly had "channel 2/4 blocked" observed during reprocessing. During the inspection and testing, blockage was confirmed as foreign debris was found protruding from the air/water nozzle at the distal end of the scope. No death, injury, infection or clinical impact was reported.

Manufacturer narrative:
The evaluation confirmed the reported "channel 2/4 blocked" as foreign debris was found protruding from the air/water nozzle at the distal end of the scope. The blockage appears to be a mixture (fibrous and plastic type) of remnant materials. A review of the repair history shows the scope was last returned for repair on october 30, 2021 due to poor image-related to error code 216. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of silicone rubber product, bristles from a cleaning brush, and/or lint from a gauze like material entered the air/water channel, clogging the nozzle. The foreign material did not originate from the olympus device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material from clogging the air/water nozzle: "inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." "Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." "Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.